Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. Device history record review and complaint history review could not be performed as the part and lot numbers of the reported trilogy shell are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the cup has detached from the bone. The patient plans to be revised on a date that has yet to be determined.